Manufacturer narrative:
H10: the initial MDR was inadvertently submitted with a g3 date of 03/23/2021. The correct g3 date is 03/16/2021. H10: a voluntary recall has been initiated for the venovo¿ venous stent system 9f which was product catalog/lot number specific. Reportedly the proximal end of the stent does not immediately expand upon deployment. The proximal end of the stent remains connected to the delivery system. As a result of the field action, this event is being reported as a malfunction reportable event. H10: manufacturing review: the lot history record of this lot was reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the sample was not available for evaluation. X-ray images provided demonstrating both bilaterally placed stents could only confirm expansion issue for the longer stent of the tied complaint. The shorter stent for this complaint did not indicate stent expansion issue on the provided images leading to inconclusive evaluation result. A definitive root cause could not be determined based upon the available information. Labeling review: a review of the relevant instructions for use for this product was conducted. The instructions for use was found to address potential complications and adverse events such as incorrect positioning of the stent requiring further stenting or surgery, intimal injury, and malposition. H10: d4 (expiry date: 07/2022). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during stent deployment on bilateral iliac via bilateral popliteal, the stent proximal end allegedly failed to expand. It was further reported that stent got deployed after twisting the deployment system. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, image was provided for review. The investigation of the reported event is currently underway. (Expiry date: 07/2022).

Event description:
It was reported that during stent deployment on bilateral iliac via bilateral popliteal, the stent proximal end allegedly failed to expand. It was further reported that stent got deployed after twisting the deployment system. There was no reported patient injury.